Event description:
It was reported that the device was suspect of premature battery depletion as the device was at elective replacement indicator (eri) fifteen months post implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 1056t competitor implantable pacing lead - 2004 (B)(6); 1488tc competitor implantable pacing lead - 2001 (B)(6). (B)(4).

Manufacturer narrative:
Further in-depth analysis of the device revealed normal battery depletion. Per request of rpe engineering, longevity was recalculated using capture management data which is less then the programmed data in the s2d file. The recalculated longevity results shows that this device met 80% of expected longevity. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.